Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) is undegoing a device changeout due to elective replacement indicator (eri). Additional information was received stating the patient received a 31 j shock that did not convert the patient. The shocking impedance measurement was less than 20 ohms.